Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit meet all specific functional tests. The problem with clamp not holding cannot be duplicated. A review of the device manufacturing records was conducted by the manufacturer: there were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a2114 mayfield infinity xr2 skull clamp for service and repair because the device ¿was not clamping properly¿.